Event description:
It was reported through a research article that 339 patients underwent t-teer between september 2018 and december 2022. Within four years of the procedure, the implanted mitraclips and triclips may have caused or contributed to single leaflet device attachment (slda), device embolism or thrombosis, major bleeding, conversion to surgery, and cardiac implantable electronic device (cied). Additional information is listed in the attached article, titled ¿tricuspid edge-to-edge repair for tricuspid valve prolapse and flail leaflet. Feasibility in comparison to patients with secondary tricuspid regurgitation.¿

Manufacturer narrative:
The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause for the reported adverse events (slda, embolism, and bleeding) could not be determined as no case-specific detail was available. The reported patient effects of embolism and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention, unexpected medical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.